Manufacturer narrative:
Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user over-filled a cartridge with 345 units of insulin. Reportedly, a new cartridge was loaded successfully and insulin delivery was resumed. Customer¿s blood glucose level was 302 mg/dl.